Manufacturer narrative:
Correction: it was reported that the archive in the procedure was sent to medtronic for evaluation. Testing found that the reported issue could be replicated. Once progressing into the 3d registration model, there was no allegation of imprecision.

Manufacturer narrative:
(B)(6). No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a electrode and probe placement procedure with the navigation system, the CT registration model was built as a solid cylinder, rather than a rendering of the patient's head. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.